Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space us+wireless battery pack (material # 8713051u) was used to infuse medication on (B)(6) 2023. According to the complainant, a total parenteral nutrition (tpn) infusion ran dry for the second day in a row. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.